Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with 325cc mentor siltex round moderate profile on both sides and experienced right side breast implant deflation postoperatively. On (B)(6) 2020, mentor became aware that the date of replacement surgery with catalog number 3501650 is (B)(6) 2020. On (B)(4) 2020, mentor became aware that patient also experienced left side capsular contracture; baker grade IV in addition to right side deflation. This report is for the patient¿s left-sided device.